Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that there was low pacing lead impedance on the rv lead. The anomalous rv lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. The shorting between conductors was found due to the inner coil being over-torqued at the connector region. The damage found is consistent with occurring at time of procedural.